Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted for treatment of bladder prolapse. The patient experienced pain, dysuria, infections, difficulty urinating, incontinence, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures and can not engage in sexual relations. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent cystoscopy and internal urethrotomy on (B)(6) 2000 due to urethral stenosis. It was reported that patient underwent cystoscopy and laser urethrotomy on (B)(6) 2001 due to urethral stricture. It was reported that patient underwent cystoscopy and tur of the bladder neck on (B)(6) 2003 due to outlet obstruction. It was reported that patient underwent cystoscopy and dilation and fulguration of narrow urethra on (B)(6) 2009 due to incomplete bladder emptying and urethrostenosis. It was reported that patient underwent cystoscopy, dilation and fulguration on (B)(6) 2010 due to incomplete bladder emptying. It was reported that patient underwent insertion of suprapubic catheter on (B)(6) 2012 due to neurogenic bladder and urine retention. No additional information was provided.